Manufacturer narrative:
The customer reported hospitalization for mastitis, sepsis, and pyelonephritis which was treated by intravenous and oral antibiotics: vancomycin, meropenem, clindamycin, keflex, and vantin. The etiology of the sepsis is unclear, but is more likely due to the pyelonephritis. The willow device has not yet been received by exploramed nc7. However, a manufacturing review was conducted on the device history record and no nonconformances were noted in the production of this device. Based on the information provided, it cannot be definitively concluded that the willow wearable breast pump caused or contributed to the incidence of infection.

Event description:
On 7/15/2021, the customer reported to willow customer care that she had been seen by a nurse practitioner and prescribed oral antibiotics (dynapen) on (B)(6) 2021. She was seen by an ob/ gyn on (B)(6) 2021 and admitted to the hospital. Her diagnosis was mastitis, sepsis, and pyelonephritis. While in the hospital, she was given IV antibiotics (vancomycin, meropenem, and clindamycin). Upon release, she was prescribed oral keflex and vantin. Customer was not able to breastfeed, hand express, or pump. Customer has healed, but has thickened breast tissue which requires follow-up with a mammogram.